Manufacturer narrative:
Device evaluation: an incidental finding of superficial damage to the outer jacket of the driveline. Evaluation of the returned pump, (B)(4), confirmed driveline damage that would have contributed to the reported driveline fault alarms. The pump was returned with the driveline cut approximately 2 inches from the pump housing and the remaining portion of the driveline was not returned. A separate distal segment of the original driveline measuring approximately 19 inches was returned after an external driveline repair captured under wo# (B)(4). The inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. The replaced segment of the driveline (from wo# (B)(4)) was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The proximal segment of the driveline that was returned with pump failed continuity and hipot testing due to a complete breach in the black wire within the nipple of the pump housing. The damage to the black wire appeared to be due to repetitive flexing of the driveline in this location. The remaining wires from the proximal portion of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The black and brown wires comprise phase 2 and the fractured inner conductor of the black wire would have caused the driveline fault alarms, which were confirmed through evaluation of the submitted log files. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: the patient received a pump exchnage on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device ¿7 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced multiple driveline fault alarms. The account reported the alarms were not able to be recreated while the patient was in clinic. Log file analysis confirmed the driveline alarms. On (B)(6) 2018, a driveline repair was "preformed". The entire external portion of the driveline was repaired with no issues. The patient was placed on an grounded cable following the repair. Two hours following the repair, additional driveline fault alarms occurred. No additional information was reported